Manufacturer narrative:
H11 - upon further review, it has been determined that the initial MDR was submitted in error and does not meet the criteria for reportability. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was exchanged with shorter lens and problem was resolved. Cause of the event was reported as unknown.